Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute onyx drug eluting stent to treat a mildly tortuous, mildly calcified lesion in the mid lad. No abnormalities were reported in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The device passed through a previously deployed stent. No resistance was encountered when advancing the device. Excessive force was not used. The physician was trying to pass the resolute onyx stent through existing older unknown brand stent, and it got caught on the previously placed stent. The device failed to cross the lesion. It was reported that the stent deformation occurred in vivo during positioning. The physician completed the procedure with a medtronic product. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.